Manufacturer narrative:
(B)(4). The reporter provided physio-control with a photograph that confirms that all three icons are present on the device's readiness display. A replacement device will be provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that a device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy if it were necessary. The reported issue was discovered during incoming inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio removed the readiness indicator flex and was no longer able to duplicate the reported issue. The device was destructively tested and retained by physio-control. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to physio-control that a device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy if it were necessary. The reported issue was discovered during incoming inspection. There was no patient use associated with the reported event.